Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please see manufacturer report number 2015691-2025-06915 for details of the other event. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia valve, upon exiting the esheath+, the valve became stuck in the infrarenal aorta. An aortogram was performed showing perforation of the right common iliac artery. Attempts were made to remove the delivery system and valve through the esheath+, but this was unsuccessful due to the angle of entry. A decision was made to partially deploy the valve in the abdominal aorta. The delivery system balloon was then left inflated to tamponade the femoral vessels. A covered stent was placed in the right iliac artery into the common femoral artery. The delivery system balloon was deflated and a second aortogram was performed on the descending aorta. The aortogram showed a perforation of the infrarenal aorta. It was believed to have occurred when attempting to advance the delivery system with valve through the anatomy. A decision was made to convert to an open repair. The patient coded multiple times and then passed away in the hybrid operating room (or).

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these types of events is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. A review of the imagery revealed a calcified and undersized access vessel with a minimum vessel diameter (mld) of 2.9 mm. The 14fr esheath+ used with the 26 mm sapien 3 ultra resilia valve and commander delivery system is indicated for use with a mld of 5.5 mm. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The complaint about the inability to track the delivery system and valve through the patient's anatomy that resulted in a patient injury and patient death has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. In this case, the available information suggests patient factors likely contributed to the event as the provided imagery shows calcification and undersized vessels in the patient anatomy. Patient factors (i.e. Calcification, tortuosity, small vessel size, pre-existing vascular stent) may cause constrained sections of the anatomy that interfere with passage of the delivery system and causes difficulty during tracking. Through extensive complaint investigations, events reporting difficulty/inability withdrawing catheter with crimped valve through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient factors, non-coaxial withdrawal, altered crimp profile, damaged sheath, not centering the thv on the flex tip, and/or withdrawing the thv through the sheath hub. The complaint about the inability to withdraw the delivery system and valve through the esheath+ that resulted in non-target deployment of the valve and a need to perform an additional surgery has also been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. In this case, the available information suggests patient factors likely contributed to the event as the provided imagery shows calcification and tortuosity in the patient anatomy. Patient factors (i.e. Calcification, tortuosity, or small vessel size) may cause constrained sections of the anatomy that interfere with passage of the delivery system and causes difficulty during withdrawal. Additionally, it was reported that "there was no coaxial alignment of the delivery system upon attempted re-entry into the distal end of the esheath+". Proper withdrawal technique is important, as non-coaxial withdrawal of the delivery system with crimped transcatheter heart valve (thv) may cause the system or thv to interact with the vasculature or the sheath, resulting in difficulty withdrawing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.